Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to haver received a calibration error alarm. Customer's blood glucose was 525 mg/dl. Troubleshooting was performed for calibration error alarm. Customer was advised to monitor issue and call back should issue persist. Customer declined troubleshooting for high blood glucose due to it being nearly time to change set.